Event description:
I am now required to receive blood transfusions at least 2 x per month - for most months - sometimes more! Doctors can't find reasons for my anemia from bone marrow test! Dose or amount: applied to dentures daily for several yrs. Dates of use: not sure - 3 to 5 yrs. Diagnosis or reason for use: keep dentures secure! I used this product over several yrs. Event abated after use stopped or dose reduced? No.